Event description:
A report was received that the patients ipg would not charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.

Event description:
A report was received that the patients ipg would not charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.

Manufacturer narrative:
Sc-1110-02, sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed.